Manufacturer narrative:
Philips has investigated the complaint. According to the additional information collected, customer was performing emergency procedure, and the procedure was delayed and completed after restarting the system. The philips field service engineer (fse) inspected the system on site and confirmed that system experiencing intermittent issues. To resolve the issue, fse replaced the sib box and update the board software. The defective sib box was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system intermittently did not produce fluoroscopy. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.